Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said they are going to the bathroom a lot and the device doesn't seem to be helping. Patient said they have not had any falls, trauma or change in activity. Patient had an appointment w/ the healthcare provider (hcp) and was told to call mdt. Patient was on program 5 and got the max settings message at 0.4. Patient tried program 6 and got the max settings message at 0.4. Patient went to program 7 and was able to feel stim at 0.7 but when tried to increase stim to 0.8 they saw the max settings message. The patient was redirected to their healthcare provider to further address the issue. Patient said that they contacted their managing hcp's office and was redirected to contact mdt to arrange for the mdt representative to be present at their appointment on the 22nd. Email was sent to field staff.

Event description:
Additional information was received from the patient. They reported that the cause of the failure (max settings) was due to the battery not working. A procedure to implant a replacement will be made and diagnostics will occur while in the operating room to make sure the leads are working appropriately. A replacement date has not been determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that replacement is scheduled on (B)(6) 2024.